Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of and the treatment for the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the peritonitis. While the peritonitis was ongoing, the patient underwent a surgical procedure for another indication. Subsequently, the patient passed away (date unspecified). The cause of death was reported to be due to the patient¿s health not being able to withstand the surgical procedure and the peritonitis event. An autopsy was not performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.